Event description:
Additional information was received on june 12, 2019. The insertion sheath was cut off.

Manufacturer narrative:
One 6fr angio-seal sts plus device was received for product evaluation. The returned product included a guidewire mated with the arteriotomy locator and carrier tube assembly mated with hemostasis sheath. Visual inspection revealed that the sheath was cut in half and the distal part was removed. The cut surface of sheath appeared consistent with a cut sustained by a blade. The deployment sleeve was in the rear lock position with color bands fully exposed. The anchor was exposed, and the collagen was exposed to blood. No other anomalies were noted with the returned components. Functional testing was performed, and the anchor was pulled, and the suture was unspooled as intended, the tamper tube was released as normal and no anomalies were observed. The anchor dimensions were measured using a caliper, the anchor od (square part) was 0.043 in. The anchor length was 0.394 in and the width was 0.078 in. All measurements were found to be within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the deployment sleeve was not placed in the full forward lock position or there was obstruction preventing proper deployment. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned and the device/sheath assembly was withdrawn together and the hemostasis failed. Manual compression was applied to successfully achieve hemostasis. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was a 6fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was unknown.